Event description:
Additional information received that patient had a surgical intervention wherein the scs ipg was explanted and replaced. Effective therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not use the device as recommended and failed to charge the scs ipg. Ipg was inoperable. Surgical intervention may be undertaken at a later date to address the issue.